Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary analysis confirmed the reported event; rf (radio frequency) head has intermittent telemetry and failed electromagnetic field immunity amplitude test. Rf head cable found out of electrical specification. It is noted the rf head cable was found stressed at point where it enters body of the rf head. (B)(4).

Event description:
It was reported there was loss of telemetry / intermittent loss on the rf (radio frequency) head. It was also reported the clinic was using cloths clip on cable to keep rf header from slipping. It was noted user is using a pin on the rf cable and when jiggling the cable the rf head works; it is thought the pin is causing damage to the cable. Fracture is suspected. The rf head was returned forevaluation. No patient complications were reported as a result of this event.